Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that screw (iuniht) fractured at tooth location 30. Fractured screw piece was removed. No additional surgical/ medical intervention was reported to resolve this issue.

Manufacturer narrative:
One certain® titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product identified that the device was fractured across the threads. Functional testing could not be performed since the device was fractured. No pre-existing conditions were noted on the per. The device had been placed on tooth #30 for approximately 10 years. X-ray or picture images were not provided. According to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (iuniht) was performed for similar event and no complaint about nonconforming products was identified. February post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.